Manufacturer narrative:
Additional information: a correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was successfully treated with oral antibiotics. It was reported that the patient is no long on oral antibiotics and is in good condition.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a driveline infection. The patient did not have sepsis and did not exhibit systemic inflammatory response syndrome. No additional information was provided.